Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that after intraocular lens (iol) implantation, the patient experienced poor distance vision, halos and glare. The surgeon felt there was possibly something wrong with the lens. The lens was removed and replaced with another same power company lens in a secondary procedure. The clinical reason for explant were poor distance vision and myopic error. Additional information was received. The iol moved forward leaving the patient with myopic error. There was no physical harm, no hospitalization, but the vision was not as expected. The patient's assessment is ongoing.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the intraocular lens (iol) moved forward leaving patient with myopic error. The lens replacement was indicated to be the same model/diopter. No further information has been provided. File will be reopened if the sample or new information is received. The manufacturer internal reference number is: (B)(4).